Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) impedance measurements of greater than 2500 ohms, non-capture, and no lv pacing. A lead fracture was noted. The device was reprogrammed to turn off lv pacing. The physician was going to continue monitoring the patient at that time. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated a surgical revision was performed. Fluoroscopic imaging of the patient's lv lead confirmed a lead fracture. The lv lead was replaced and due to the new lead, the device was also explanted and replaced. No additional adverse patient effects were reported.